Manufacturer narrative:
Updated information: d4 catalog number updated, h6 codes updated. The investigation for tachycardia, thrombocytopenia, and hemolysis has been completed. The root cause of the injuries was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A 48-year-old male with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) underwent CABG and was supported with two devices: impella cp and impella rp flex the impella cp and rp flex devices functioned as intended to provide hemodynamic support in a critically ill patient with pccs and lcos. The reported events of hemolysis, thrombocytopenia are potenti, and ventricular arrhythmias are known complications in the context of severe cardiac dysfunction and mechanical circulatory support. No device malfunction was reported. Hemolysis, thrombocytopenia complications are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.